Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had an error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose was 250 mg/dl. The customer was assisted with troubleshooting. Customer stated that insulin pump was not exposed to a high magnetic field. Customer reports they were able to clear the alarm. Customer stated that they are not able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 37 alarm during rewinding due to corroded motor home switch. Unable to verify pump error 43 due to pump error 37.